Manufacturer narrative:
G4:29jan2021. B4: 03may2021. The biomedical engineer reported that the issue was found when the unit was turned on. No patient involvement. The authorized service engineer (ase) replaced blower assembly, could not duplicate error, ran full performance verification tests. All passed. G4:01may2021. B4: 03may2021. Failure analysis on the returned blower assembly shows that the blower assembly passed all testing. A high blower temperature alarm could not be duplicated. There were no faults found with the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02/09/2021.

Event description:
The customer reported that the unit has a high blower temperature alarm. The customer reported that the unit was in use on patient , but there was no patient harm reported.